Manufacturer narrative:
Additional information was received that the clik anchor was also explanted. Additional suspect medical device component involved in the event: model # sc-4316 lot # 18524431 description:next generation anchor kit-sterile sc-1110-02 (B)(4) device analysis of the ipg revealed no anomalies. Sc-2218-70 (B)(4) device analysis of the lead revealed that upon visual inspection the lead was cut approximately 56 cm from the distal end. The proximal end portion of the lead was not returned. The damage to the device is consistent with damages during explant procedure and is not considered a failure. Sc-2218-70 (B)(4) device analysis of the lead revealed that no anomalies. Sc-4316 (B)(4) device analysis of the clik anchor x revealed no anomalies. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient developed a granuloma at the lead implant site. The physician clarified that the patient did not have an infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device(s) component involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead, 70cm. Model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient developed a granuloma at the lead implant site. The patient will undergo an explant procedure.

Manufacturer narrative:
Correction: a report was received that the patient underwent an explant procedure. The physician assessed that the patient¿s body was rejecting the device resulting in the reported granuloma.

Event description:
A report was received that the patient developed a granuloma at the lead implant site. The physician clarified that the patient did not have an infection. The patient will undergo an explant procedure.